Event description:
It was reported via repair work order that the power cord had burn marks on the wiring. It was further reported that the fowler would not lower due to broken potentiometer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.